Event description:
The core universal driver was returned for service. Upon evaluation at the manufacturer, the device continued to run after the trigger was released. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was found that the potted trigger had physical damage to the upper trigger shaft, and the rear motor assembly was found to be corroded.